Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch will be submitted upon completion.

Event description:
The biomedical technician at the user facility reported that the granuflo ii mixer will not transfer to the holding tank and the wire harness appears to be burnt. There were no patient treatments impacted, and no staff adverse events that resulted from this event. The biomed replaced the wire harness to resolve the issue. Following the part replacement, the system was restored to full functionality. The unit has been returned to service at the user facility without a recurrence of the event as reported.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Follow-up was provided by the biomedical technician who revealed that the wire harness appeared burnt. The biomed replaced the wire harness to resolve the issue. Following the part replacement, the system was restored to full functionality. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.